Manufacturer narrative:
(B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aortic expansion.

Manufacturer narrative:
Corrected device information (model/lot # and device manufacture date).

Manufacturer narrative:
(B)(4).

Event description:
This information was found during the 5-year post-marketing surveillance of gore® tag® thoracic endoprosthesis in (B)(6). On (b)(+) 2011, two gore® tag® thoracic endoprostheses (tgt3710/8167769-distal, tgt3715/8297035-proximal) were implanted to treat a distal type I endoleak from gore® tag® device implanted on (B)(6) 2010. On (B)(6) 2013, a follow up examination revealed no adverse events. The aneurysm diameter measured 63 mm. On (B)(6) 2014, a follow up examination revealed that the aneurysm diameter measured 78.7 mm. No endoleak was identified. On (B)(6) 2015, a distal type I endoleak from tgt3710/8167769 was identified. The patient was also diagnosed with an impending rupture. The aneurysm diameter measured 72mm. No treatment was performed, and the patient will be monitored.